Manufacturer narrative:
B5: additional information added.

Event description:
It was reported that heart block, cardiac arrest, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had pre-existing heart failure, and a baseline pericardial effusion was noted on imaging. Septal puncture was attempted using a versacross connect radiofrequency (rf) transseptal wire and a watchman access system sheath which induced complete atrioventricular block and resulted in cardiac arrest. Cardiopulmonary resuscitation was immediately initiated and hemodynamics were restored. As a precaution, a temporary pacemaker was placed through the right internal jugular vein by the anesthesiologist. At the patient's' condition stabilized, the laa closure procedure resumed. A non-boston scientific (bsc) septal sheath and a curve rf transseptal needle were used to perform the septal puncture, and a watchman closure device was successfully implanted. Upon removal of the watchman access system and watchman delivery system from the left atrium, transesophageal echocardiogram (tee) indicated an increase in pericardial effusion (pe) around the right atrium. Cardiac tamponade was diagnosed as the patient's blood pressure also dropped. Hemodynamics stabilized following the administration of vasopressors, two units of packed red blood cells, and percutaneous drainage. Computed tomography (CT) imaging confirmed the pericardial effusion was caused by the tip of the temporary pacemaker. The patient was transferred to the intensive care unit under continued drainage and intubation management. The patient was later weaned from the ventilator but remains hospitalized. It was further reported that the patient died. After weaning from the ventilator, the patient showed signs of recovery but developed a catheter-related infection. Antibiotics were administered. The patient developed septic shock and multi-organ failure. The patient had a "do not attempt resuscitation" request and palliative care was provided. Medical narcotics were administered and the patient died on (B)(6) 2026. It was further reported that the versacross connect interacted with the av node which potentially caused the heart block. The catheter that caused the infection was noted to be not procedural related, but rather related to post-operative management. The cause of death was cardiac arrest with sepsis. The patient also had cardiac amyloidosis which was noted as a patient condition which may have contributed to the patient's death.

Event description:
It was reported that heart block, cardiac arrest, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had pre-existing heart failure, and a baseline pericardial effusion was noted on imaging. Septal puncture was attempted using a versacross connect radiofrequency (rf) transseptal wire and a watchman access system sheath which induced complete atrioventricular block and resulted in cardiac arrest. Cardiopulmonary resuscitation was immediately initiated and hemodynamics were restored. As a precaution, a temporary pacemaker was placed through the right internal jugular vein by the anesthesiologist. At the patient's' condition stabilized, the laa closure procedure resumed. A non-boston scientific (bsc) septal sheath and a curve rf transseptal needle were used to perform the septal puncture, and a watchman closure device was successfully implanted. Upon removal of the watchman access system and watchman delivery system from the left atrium, transesophageal echocardiogram (tee) indicated an increase in pericardial effusion (pe) around the right atrium. Cardiac tamponade was diagnosed as the patient's blood pressure also dropped. Hemodynamics stabilized following the administration of vasopressors, two units of packed red blood cells, and percutaneous drainage. Computed tomography (CT) imaging confirmed the pericardial effusion was caused by the tip of the temporary pacemaker. The patient was transferred to the intensive care unit under continued drainage and intubation management. The patient was later weaned from the ventilator but remains hospitalized. It was further reported that the patient died. After weaning from the ventilator, the patient showed signs of recovery but developed a catheter-related infection. Antibiotics were administered. The patient developed septic shock and multi-organ failure. The patient had a "do not attempt resuscitation" request and palliative care was provided. Medical narcotics were administered and the patient died on (B)(6) 2026. It was further reported that the versacross connect interacted with the av node which potentially caused the heart block. The catheter that caused the infection was noted to be not procedural related, but rather related to post-operative management. The cause of death was cardiac arrest with sepsis. The patient also had cardiac amyloidosis which was noted as a patient condition which may have contributed to the patient's death.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0036053785. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (cardiac arrest, complete heart block), (resuscitation) pericardial effusion with cardiac tamponade (additional device required), infection (multiple organ failure, septic shock) (blood transfusion, intensive care, intubation, imaging required), hypotension (medication required) and death. Risk review: a risk review was completed and confirmed that the events of arrhythmia (cardiac arrest, complete heart block), pericardial effusion with cardiac tamponade, infection (multiple organ failure, septic shock) hypotension, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
B2: outcomes attributed to event and date of death added. B5: additional information added. H1: type of reportable event updated from serious injury to death. H6: patient and impact codes added.

Event description:
It was reported that heart block, cardiac arrest, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had pre-existing heart failure, and a baseline pericardial effusion was noted on imaging. Septal puncture was attempted using a versacross connect radiofrequency (rf) transseptal wire and a watchman access system sheath which induced complete atrioventricular block and resulted in cardiac arrest. Cardiopulmonary resuscitation was immediately initiated and hemodynamics were restored. As a precaution, a temporary pacemaker was placed through the right internal jugular vein by the anesthesiologist. At the patient's' condition stabilized, the laa closure procedure resumed. A non-boston scientific (bsc) septal sheath and a curve rf transseptal needle were used to perform the septal puncture, and a watchman closure device was successfully implanted. Upon removal of the watchman access system and watchman delivery system from the left atrium, transesophageal echocardiogram (tee) indicated an increase in pericardial effusion (pe) around the right atrium. Cardiac tamponade was diagnosed as the patient's blood pressure also dropped. Hemodynamics stabilized following the administration of vasopressors, two units of packed red blood cells, and percutaneous drainage. Computed tomography (CT) imaging confirmed the pericardial effusion was caused by the tip of the temporary pacemaker. The patient was transferred to the intensive care unit under continued drainage and intubation management. The patient was later weaned from the ventilator but remains hospitalized. It was further reported that the patient died. After weaning from the ventilator, the patient showed signs of recovery but developed a catheter-related infection. Antibiotics were administered. The patient developed septic shock and multi-organ failure. The patient had a "do not attempt resuscitation" request and palliative care was provided. Medical narcotics were administered and the patient died on (B)(6) 2026.

Event description:
It was reported that heart block, cardiac arrest, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had pre-existing heart failure, and a baseline pericardial effusion was noted on imaging. Septal puncture was attempted using a versacross connect radiofrequency (rf) transseptal wire and a watchman access system sheath which induced complete atrioventricular block and resulted in cardiac arrest. Cardiopulmonary resuscitation was immediately initiated and hemodynamics were restored. As a precaution, a temporary pacemaker was placed through the right internal jugular vein by the anesthesiologist. At the patient's' condition stabilized, the laa closure procedure resumed. A non-boston scientific (bsc) septal sheath and a curve rf transseptal needle were used to perform the septal puncture, and a watchman closure device was successfully implanted. Upon removal of the watchman access system and watchman delivery system from the left atrium, transesophageal echocardiogram (tee) indicated an increase in pericardial effusion (pe) around the right atrium. Cardiac tamponade was diagnosed as the patient's blood pressure also dropped. Hemodynamics stabilized following the administration of vasopressors, two units of packed red blood cells, and percutaneous drainage. Computed tomography (CT) imaging confirmed the pericardial effusion was caused by the tip of the temporary pacemaker. The patient was transferred to the intensive care unit under continued drainage and intubation management. The patient was later weaned from the ventilator but remains hospitalized.